Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction. What date /day post op was the cellulitis/reaction noted? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? Was any surgical intervention performed? Were antibiotics prescribed to treat the cellulitis? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? Were any pre-op cleansing procedures changed recently? If yes, please describe

Event description:
It was reported that a patient underwent a diep surgery on (B)(6) 2025 and a topical skin adhesive was used. The patient had to be returned to theatre on (B)(6) 2025, due to concerns of cellulitis. The patient had an extreme reaction to the topical adhesive. The patient had an ultrasound and it looked to be extensive swelling and soft tissue affected. The patient had redness and itching across the breasts and abdomen. The patient did not have the topical adhesive in previous surgeries. The topical adhesive was removed due to an extreme reaction. It was reported that the patient had a revision surgery on (B)(6) 2025 for suspected cellulitis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ¿ date reported (B)(6) 2025 ¿ name of reporter ms (B)(6) (plastics consultant) ¿ date of procedure (B)(6) 2025 ¿ description of event, symptoms, menifestation of reaction/infection primary operation, previously had radiotherapy. Rash across breasts, abdomen and top of thighs. Readmitted to theatre (B)(6) due to mastectomy skin necrosis, suspected cellulitis due to rash. Week post-op showed signs of rash. Still had prineo on, removed along with any glue, micropore tape put on. ¿ photos - unable to retrieve, if needed, will need to fill out request for whiston hospital medical photography to release. ¿ name of surgery left mastectomy & diep ¿ date/day post-op reaction was noted 1 week post-op ¿ any prescription strength medication prescribed none prescribed ¿ was the topical steorid prescription strength? None ¿ were any other prescription meds prescribed? None ¿ was prineo/dermabond or skin adhesive used on the patient in previous surgery or wound closure? No, primary surgery with prineo ¿ product code/lot number - unknown ¿ current px status recovered ¿ was any surgical intervention performed? Returned to theatre suspecting cellulitis due to rash on (B)(6) ¿ were any cultures taken? No ¿ how was the adhesive applied? Unknown ¿ what prep was used prior to, during or after adhesive use? All patients pre-operatively, wash in hibiscrub/octenisan and clexane the night before operation. Patients also have pre-load carb powder. All admitted to same ward. Theatre prep unknown. ¿ was a dressing placed over the incision? If so, what type? Micropore tape used when prineo removed ¿ is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No confirmed allergies ¿ is the patient hypersensitive to pressure sensitive adhesives? None mentioned ¿ was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Asked about allergies in general, not specific to above ¿ patient demographics: initials / ID, gender, age or date of birth; bmi unable to retrieve. If required, will need to gain approval from (B)(6) for release of these details. ¿ has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown ¿ name of surgeon? Mr (B)(6)/ ms (B)(6) ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown ¿ is product available to return for analysis. No ¿ additional comments - tina gallagher (breast reconstruction nurse) followed up via email to state that in clinic, two of ms (B)(6)'s patients who had reactions mentioned they had a nail/eyelash glue allergy. This was not identified pre-op. Tina had not made note of which patients, so cannot be 100% it relates to this complaint, however timelines suggest it could be. Email received from (B)(6) on (B)(6).